Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.0/1.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The lens was replaced with a shorter length lens due to excessive vault, elevated iop (23.3 mmhg) without pupil block and angle closure, significant reduction of irido-corneal angles on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.